Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii had foreign matter patient due to cough, cough sputum, wheezing for 30 years, aggravated with the left side of the chest pain for 4 days diagnosed as "bronchial dilatation" in (B)(6) 2024 admitted to the hospital for treatment, after admission to the hospital using a disposable infusion set with a needle found a disposable infusion set with a needle with a black foreign body, which can not be used, waste of consumables, and immediately replace the new disposable infusion set with a needle. Immediately replaced with a new disposable infusion set with needle.